Event description:
It was reported by the patient's endocrinologist that the patient had visited the emergency room (ER) with hypoglycemia. The physician reported the patient received an uncommanded bolus of 3.5 units. After receiving the uncommanded bolus, the patient's blood glucose levels declined from 174 mg/dl to 46 mg/dl. The pdm (personal diabetes manager) was in the pocket of the patient's father at the time the uncommanded bolus occurred. The patient was asymptomatic with decreased glucose level. Treatment consisted of nasal glucagon and a milkshake in the ER. Length of ER visit was not provided. No other information was provided. Three due diligence attempts to reach the patient and/or a parent have been unsuccessful in obtaining additional information. If additional information becomes available, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, uncommanded bolus or hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.